Manufacturer narrative:
The manufacturing facility is conducting a review of the (DHR) device history record and supporting quality records.

Event description:
Consumer reported that upon removal a tampon's string broke off. She reported that during the medical exam to remove that tampon the doctor removed pieces of another tampon as well.